Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Farfield r-wave oversensing was noted on the presenting electrogram and atrial lead noise also observed to be sensed (non-boston scientific lead) and resulted in storage of an atrial tachy response (atr) episode. Further review of the programmed settings was recommended. The pacemaker remains in service.